Event description:
Information from clinical event summary states a patient was implanted with elevate posterior in '08, she is experiencing urinary incontinence, de novo. A miniarc was implanted in '09, still incontinent.